Event description:
Information was received from a patient's representative regarding an external device. The reason for call was that when they tried turning the controller on nothing happened and when they plugged the controller into the ac power supply the controller wasn't charging. Caller said that they reset the controller a couple times but the issue wasn't resolved. Patient services (pss) had the caller remove the battery pack from the controller and connect the controller to the ac power supply; caller confirmed that the controller powered on. Pss then had the caller reinsert the battery pack into the controller while the controller was still connected to the ac power supply; caller did not see the controller light flashing green. Pss reviewed battery pack replacement with the caller. The issue was not resolved. An email was sent to the repair department to replace the battery pack. When asked for the event date, caller said that last week the controller was giving them issues but then all of a sudden the controller started to work again but then the controller stopped working and then started working again but then this week the controller wouldn't do anything. Pt rep called back from number registered to them saying they got the replacement battery pack, but it would not fit in the controller. Pss had caller see if they could read the controller serial/barcode in the battery compartment, but caller just read "436227" and said they didn't see a white sticker with a barcode. It was discovered the old battery had split apart and the bottom half was still in the controller. Caller was able to remove bottom half of old battery pack and confirmed new battery fit in controller and started charging from ac power. Caller saw memory problem, but was able to set date/time.

Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# nlh074921n. Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6). H3: analysis of the 97745bp rechargeable battery pack (serial number: (B)(6)) revealed a broken case. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.